Event description:
It was reported that after changing insulin and infusion set with 23-inch tubing, the user experienced hyperglycemia with a peak blood glucose of 301 mg/dl and no leak or occlusion alerts; the user administered a manual injection and was advised to disconnect from the ilet for at least two hours, and customer care assisted with ilet mobile app reinstallation and bluetooth re-pairing, after which pairing succeeded and glucose decreased to 230 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included self-management with backup therapy and no medical intervention. Investigation included customer care troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia and successful restoration of mobile app connectivity. It was concluded that the event was user-reported hyperglycemia with cause unclear, addressed through troubleshooting and education, with glucose trending down. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.